Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. There is no way to determine the reason/cause, "based on personal experience, I have found that large peds such as 4.75 and 5.00 are indeed not very friendly when it comes to opening."

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s, (lot: 228783152); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left cavernous carotid artery. The max diameter was 6.1mm, and the neck diameter was 5mm. The landing zone was 4.4mm distal and 5.2mm proximal. The patient's vessel tortuosity was moderate. The access vessel was the femoral artery, which was 6.7mm in diameter. Dual antiplatelet treatment was administered, and the pru level was said to be in the normal range. It was reported that long sheath successfully reached the internal carotid c1 segment, the intermediate catheter successfully reached the cavernous posterior curve, and the phenom 27 microcatheter successfully reached the ipsilateral middle cerebral artery under the guidance of a 0.014 inch guidewire. The pipeline was routinely hydrated and successfully delivered to the horizontal segment of the middle cerebral artery. They fixed the push guidewire and withdrew the phenom 27, exposed a sufficient distance of more than 1cm, but the stent tip still could not be opened. They continued to withdraw the phenom 27 catheter, and the tip of the pipeline still could not be opened. After retrieving the stent, a second attempt was made to release the stent, but the tip of the pipeline was still tightly held together and could not be opened. The pipeline and phenom 27 were removed from the body as a whole. After replacing them with a different microcatheter and blood flow diversion dense mesh stent, the stent was successfully opened and the operation wa s successfully completed. The pipeline had not been positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. In order to open the device, they released longer distance, increased tension, retrieved, but none of them worked. The patient did not experience any injury or complications. Angiographic results post procedure were said to show normal health. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a non-medtronic sheath, guide catheter, guidewire, and coils.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device was returned for analysis inside a phenom 27 catheter, a sealed biohazard bag, and a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends are both opened and frayed. No damage was noted on the pushwire. No other anomalies were noted. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete to open at distal¿ was not confirmed, as the returned pipeline flex braid¿s distal end was opened and frayed. Additionally, the braid¿s proximal end was also opened and frayed. However, the cause of the failure could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported moderate vessel tortuosity, and the braid was not positioned in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in a vessel bend as potential causes. The damaged braid may have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing delivery wire against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported it was found that it may be challenging to open a large stent, but this is only the personal experience of this salesperson and does not represent the medtronic ped product. The sales has communicated with the product manager and he also gave some operational suggestions.